Event description:
It was reported that the customer experienced low blood glucose (bg) of 42 mg/dl, cause was unknown. Carbohydrates were consumed to treat bg level. A recommendation was made for the customer to discuss elevated bg levels with healthcare provider.